Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that the thermometer allegedly provided a reading of 37°c on their son (age unknown). A healthcare professional measured the child's temperature at 39°c. No medical complications were reported. Kaz USA, inc. Has requested that the device be returned to our company for testing.